Event description:
It was reported by the affiliate that (1)512sd was used during a hysterectomy procedure. It was reported by the affiliate that the device will not arm. The case was completed with another device. There was no adverse pt outcome.